Event description:
It was reported that bd alaris set was leaking. The following information was received by the initial reporter with the following verbatim: pt attended for IV tysabri. Low sorbing tubing that was connected to infuse the drug had a hole in it and leaked nsaline onto the floor. The drug was spiked but not primed so none of the drug ended up on the floor. Batch number of the product is (01)10885403240645. These are chemotherapy lines so this could have been a chemotherapy spill.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: one 22003-0004 sample was received without packaging and some residual fluid for investigation. No lot information was provided as part of the investigation. The customer indicated that the pumping segment tubing was damaged leading to a leak. A visual inspection of the returned sample confirmed the customer¿s experience; the pumping segment was torn at the upper tubing connector; however no obvious flash was visible which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause could not be determined, as no sharp tools or surfaces are utilized on the assembly line which may have contributed to the observed damage. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 22003-0004 set in the past 12 months.

Event description:
No additional information.